Manufacturer narrative:
Unit had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked j2/lcd keypad connector noted. However, unit passed operating currents, self-test, unexpected restart error test and displacement test. No unexpected low battery alarm noted during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had a unresponsive buttons. The customer¿s blood glucose level was 67 mg/dl. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.